Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This complaint is for a report of a system error (se) 2240, where the home patient stated their cat had previously chewed on the line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The ¿operating instructions-prepare for therapy¿ sections warn the user to follow aseptic technique taught by your dialysis center when handling lines and solution bags to reduce the possibility of infection. The ¿operating instructions-prepare for therapy¿ section warns the user that using damaged sets can result in contamination of the fluid or fluid pathways. The guide warns the user that contamination of the fluid or fluid pathways can result if a pet or animal bites a solution bag or the disposable set and to not perform dialysis in the same room as pets or animals. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 alarm (air in set). This event occurred during drain cycle four of four of peritoneal dialysis (pd) therapy while the patient was connected. The caregiver stated that there was a hole in the patient line and fluid was leaking out. The patient has a cat that may have chewed through the line. The technical service representative assisted the caregiver in clearing the alarm and ending therapy. The caregiver stated that they would call the pd nurse as soon as possible. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.